Event description:
It was reported that a physician has observed significant impedance rises along with capture threshold rises on a particular pacing lead. The physician has been able to manage this through reprogramming and no replacements have taken place. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).